Event description:
This rv lead was explanted and replaced due to shock impedances of greater than 150 ohms. During dft testing it failed to deliver a shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between a 1 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The visual inspection revealed multiple abrasion marks along the lead body, in particular the insulation of the ventricular df-1 connector was severely abraded. Approx. 9 cm distal to the df-1 connector pin the conductor cable to the rv shock coil was found fractured. This damage can be considered as the root cause of the increased shock impedance reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces over the relatively long service time of more than 9 years. The abrasion marks on the ventricular df-1 connector indicate constant interaction with the generator housing, which most likely resulted in the observed conductor fracture. Furthermore the conductor cable to the svc shock coil was found coiled in the lumen of the atrial df-1 connector and was pulled out of its welding point. This findings presumably resulted from tensile forces applied during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.